Event description:
Patient reportred a burning sensation at the lead site. The patient reported that it was the same sensation when pt had spinal fluid leaking during the trial phase. The patient had headaches since the trial.